Manufacturer narrative:
The investigation is ongoing. A getinge field service technician (fst) was sent for investigation and repair on 2022-12-19. The reported failure could not be replicated. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. The review of the non-conformities has been performed on 2022-12-21 for the period of 2018-06-05 to 2022-12-16. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2018-06-05. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The customer reported that there were wrong venous pressure readings. The failure occurred during treatment. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that there were wrong venous pressure readings. The failure occurred during treatment and no pump stop was reported. A getinge field service technician (fst) was sent for investigation and repair on 2022-12-19. The reported failure could not be replicated. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files analysis on 2023-01-05 does not show any malfunction of the cardiohelp. No exact root cause could be determined, because the failure could not be reproduced and no malfunction with the cardiohelp could be identified by the service technician. According to the risk file of the cardiohelp device v24 the following most probable root causes can also lead to the reported failure: wrong pressure information due to: wrong plugged external pressure or disconnection (mix up). Response time is too long. Positive or negative pressure beyond specification (release of tubes). To high/low atmospheric pressure. The review of the non-conformities has been performed on 2022-12-21 for the period of 2018-06-05 to 2022-12-16. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2018-06-05. Furthermore in the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.3, chapter 7.1 preparation and installation and quadrox-ir small adult / adult, chapter 7.2 priming the system) the pressure sensors have to be calibrated and checked before priming. Further the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. Based on the results the reported failure "wrong venous pressure readings" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).